Event description:
Customer's mother reported via phone call indicating excessive air bubbles in reservoir every time after three days of changing set. Customer's blood glucose was unknown. It was also reported that insulin pump squirt insulin during manual priming. Troubleshooting was not performed due to customer being at school with insulin pump. Mother will call back when customer is available in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.